Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a skin irritation that is bleeding with an infected sore. There was no alleged device malfunction contributing to the irritation. The patient¿s physician cared and bandaged the area for the skin irritation. Follow up indicated that the skin irritation improved.